Event description:
It was reported that the right atrial (ra) lead was exhibiting non-capture. A chest x-ray confirmed the lead had dislodged. The lead was turned off until it was successfully repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted (B)(6) 2014. (B)(4).